Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable loop recorder (ilr) showed and episode that was not detecting isolated premature ventricular contractions and as such was reading bradycardic episodes in the range of 30 to 35 beats per minute. It was also noted that the r waves were very small and that the reported statistics did not make sense showing the average ventricular rate of 33 while the median and the minimum were at 64 beats per minute. The ilr remains in use. No patient complications have been reported as a result of this event.